Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing of the stapler, staples on sleeve side did not form leaving an open hole on the sleeve portion of the stomach. The remnant side of the stomach was fine. The first two firings were with ecr60g with seam guard. The third firing was with ecr60d without seam guard. Another like device was used to complete the procedure. The hole was sutured closed and the surgeon fired a new staple line medial to the earlier malformed staple line. There was more time under anesthesia. Unknown if there were adverse consequences for the patient.